Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events, the device remains implanted, and no serial numbers were available.

Manufacturer narrative:
Citation: rajeshvijayvergiya transvenous endocardial right ventricular pacing in a case with prosthetic tricuspid valve ihj cardiovascular case reports (cvcr) volume 2, issue 1, january¿april 2018, pages 53-54 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with past history of mitral bio-prosthetic valve replacement with tricuspid valve repair for rheumatic heart disease who underwent implant of a medtronic hancock ii bioprosthesis for severe tricuspid regurgitation. No serial numbers were provided. 10-days post-implant, a endocardial permanent pacemaker was implanted due to complete heart block (chb). Mild tricuspid regurgitation was reported at 5-year follow-up. No additional adverse patient effects or product performance issues were reported.